Event description:
This lead was capped and replaced on (B)(6) 2011 due to loss of sensing. There were no adverse events reported for this pt. The hosp retained this device. Should add'l info become available this file will be updated.